Manufacturer narrative:
DHR review revealed nothing relevant to this event. Typically, the condition reported may occur from improper bone preparation. However, sales rep indicates that the surgeon, as per product instructions, had punched and tapped the bone prior to implant insertion (very hard bone). The cause of this event could not be determined without implant evaluation. This is the first complaint reported for this product.

Event description:
Implant stripped when 2/3 inserted. Surgeon was able to back out inserter and pulled on implant to make sure the fixation was good. He trimmed off the top of implant (1/3 sticking out) and tied it off to complete. Per f/u, surgeon had punched & tap, very hard bone (haglunds procedure on foot). This device is used for treatment.